Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During normal activities, the adaptor offset bolt snapped at the thread and the femoral adaptor has sheared.

Manufacturer narrative:
Conclusion and justification status: the complaint was received into (B)(4) 18 november 2015 with the comment: patient underwent revision knee surgery 4 years ago. During normal activities, the adaptor offset bolt snapped at the thread and the femoral adaptor has sheared. The products were returned for investigation and were sent to our r & d laboratory for investigation. A worldwide complaint database search found no other reported incident against the provided product / lot combination since release for distribution. A review of the manufacturing documents identified no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The r&d laboratory report confirmed the reported incident of the fractured bolt. The report documents the analysis of the fracture and associated products. However the report does state that there is no way to confirm what may have happened in-vivo. The bioengineering report concluded that from the information reviewed it was noted that it was unlikely that a manufacturing defect was present. The complaint shall be closed with an undetermined: insufficient information root cause. No corrective action is required. The occurrence shall be put monitored through our companies post market surveillance system for future trends. The products shall be retained and stored in a secure area for future analysis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.